Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient's wife reported that the patient had a rash under the front therapy electrode. The patient's skin was reportedly bumpy and broken. The patient's pharmacist recommended a cream to use on the irritation. Follow-up indicated that the irritation was improving.